Event description:
It was reported that the patient was in a motor vehicle accident and was suspected to have an infection in the epidural space. It was believed that the accident and infection were related, however, the physician was consulting another physician regarding the event. No return of symptoms were reported. The dose was lowered because the patient was a little flaccid. No further information was provided.

Event description:
Additional information received reported the patient was involved in a high speed accident with the vehicle traveling over 55 mph. The patient had multiple injuries, all of which were above the placement of the pump and catheter. Nothing was reported in/around the pump area. Upon examination of the patient it was found his white count was up. It was reported "did catheter on patient and it looked like mud, took culture, was positive for infection." The patient had a urinary tract infection (uti), not an infection in the epidural space as was previously reported. The patient was treated for the uti. It was noted there may have been a suspected infection in urine or catheter at the time the event was initially reported. It was reported the patient was examined and there were no issues related to the pump device or therapy. Patient outcome was "good" and the patient was at home. It was noted the pump was "dialed down significantly because the patient became weak due to inactivity and injuries that were almost like spinal shock." It was also noted at the patient's original trip to the emergency room (ER) following the accident, they did not check the pump at all. The patient was seen by his managing pain physician 5-6 days after the accident. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).